Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve, the patient¿s perimeter measured 78mm. Pre-procedure echocardiogram showed a mean gradient of 39 millimeters of mercury (mmhg) and no aortic insufficiency. The delivery catheter system (dcs) was inserted into the patient and two deployment attempts were made, however, the valve dislodged aortic on each attempt. The system was withdrawn from the patient and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. Following the bav, a decision was made to upsize to a 34mm valve. The larger 34mm valve was implanted. A post-implant bav was not performed. No adverse patient effects were reported.